Manufacturer narrative:
The insulin pump was received with battery out of limit due to corroded battery tube. The pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
It was reported of battery out limit from the insulin pump. The customer's blood glucose reading was 135 mg/dl. The customer stated that she woke up and had a battery out limit message on the pump. The customer replaced the battery and still received the alarm. The customer will be sent a replacement battery cap.